Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing a mitral valve repair operation. A catheter balloon was punctured by a suture during the repair. An external cross-clamp was placed & the case was completed. There was difficulty defibrillating the heart, & there was postoperative hypoxemia. Echocardiography showed decreased ventricular function. The pt was brought back to the o.r. & a sternotomy was performed. A coronary sinus hematoma was noted. There was no apparent tear of the sinus wall or occlusion of the ostium. The pt had persistent, severe hypoxemia, as well as hypotension. An intra-aortic balloon pump was placed & subsequently, a left ventricular assist device was placed. Eventually, the pt was placed on ECMO. He has since improved, & is no longer requiring ventilatory support.